Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This ra lead will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.